Manufacturer narrative:
A1 to a5: patient information was not provided. H9: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states. Legal lawsuit has been issued and no further information has been made available. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report in which it is alleged that a heater-cooler 3t system caused patient mycobacterium chimaera infection during an aortic root replacement and replacement of ascending aorta occurred on (B)(6) 2019, at (B)(6). Reportedly, patient was tested positive for m. Chimaera in (B)(6) 2025 and died on (B)(6) 2025.